Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to advance and difficult to remove could not be tested as they were based on operational context. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the physician used force to remove the guide wire from the anatomy. It should be noted that per the electronic instructions for use (eifu), high torque command 18, guide wire, (warning section) states: ¿carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance.¿ in this case, it is likely that the IFU violation contributed to the reported separation. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, it is likely that the guide wire interacted with the patient¿s moderately calcified and moderately tortuous lesion during advancement, as resistance was noted, resulting in the reported difficult to advance. Interaction with the anatomy likely contributed to the bent/kinked core noted during return analysis. The noted core damage may have impacted the wires maneuverability, contributing to the reported resistance during removal. Return device analysis also noted chatter mark scratches on the polymer, proximal to the reported polymer separation. This indicated that the guide wire was likely being removed against resistance with the anatomy or an accessory device, likely contributing to the reported polymer separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the pedal arch with moderate calcification and moderate tortuosity. The hi-torque (ht) command 18 guide wire had resistance with the anatomy during advancement but crossed the lesion. There was resistance with the anatomy upon removal and slight force was applied. When the wire was removed in order to inject contrast, the hydrophilic coating was not present on the wire. It was found through further investigation that the coating had remained inside a non-abbott balloon catheter and was removed. Another ht command 14 guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.